Event description:
Report received of four undocumented incidents of tubing sets leaking from the filter. The tubing set is used on pediatric oncology pt's for chemotherapy administration and standard IV fluid administration. The reporter states the sets prime without problem. The reporter states, "the filter seems to back up" after infusion has been infusing for an unspecified amount of time. There have been reports of bleed back occurring, amount unknown by reporter. There has been fluid noted on the pt's bed, amount unspecified. The leaking is noted to be coming from the filter, amount unspecified. The pt's receive their full dose, but it is made up by wasting the container originally hung and mixing a new container for the amount that was wasted. There has been no staff or pt skin contact with the chemotherapy agent. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.